Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h11. Results of investigation the device was returned evaluation and upon investigation, the reported complaint was confirmed through log files to have occurred but was unable to be duplicated during evaluation of returned part. Block assembly was tested according to service manual verification and troubleshooting procedures and was found to be performing to specification. Uut was left to ventilate for an extended period and no errors were observed during operation. A supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: unique identifier (UDI) #- unable to complete entire UDI# as the manufacturing date information was not received. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that a technical failure 545,400,316,300, and insp valve test 6 failed were observed. Patient involvement unknown.